Event description:
The pt experienced a burning sensation in her battery pocket. Contacts 3, 4, and 5 showed impedances greater than 4000 ohms. Those contacts were turned off and the implantable neurostimulator was reprogrammed to use contacts 0, 1, and 2 for right-sided stimulation and contacts 6 and 7 for left-sided stimulation. This was the most successful programming for her since implant; the pt would keep the hcp aware of any more burning sensations. The pt was sent for cervical spine and thoracic spine x-rays (results not reported). No surgical intervention was planned.